Event description:
Patient's family member called to report that patient's meter had displayed a not ok message. On aug 1, pt was able to test on the meter in the morning and took insulin accordingly. Prior to lunch pt tried to test and meter displayed not ok. Pt then took insulin according to how pt felt. Family member thinks pt took anywhere from 6-8u of humalog. A few minutes later, pt had a seizure and had an insulin reaction. Family member called paramedics. When paramedics arrived, they tested pt on their meter and obtained a bg of 33mg/dl. Pt was treated with d-50 and taken to the ER. In the ER pt was treated with IV glucose and was released later that afternoon. Family member does not recall what pt's bg was prior of leaving the ER. Ccr was able to resolve the issue over the phone. Note: patient had not been using the meter for 2 years, because of the not ok message. Pt had bought another brand meter and was using that meter for the past 2 years. The non lfs meter, stopped working at the end of july. Patient then took out their profile meter and started to test and was able to obtain a bg reading ever since then.